Event description:
Routine pulse generator replacement on (B)(6) 2011 for expiring battery as indicated by mild increase in dystonic tremor. Pt seen in (B)(6) clinic on (B)(6) 2011, swelling of left dbs generator incision and increase tenderness of the incision up near the wires at the neck region. Admitted to (B)(6), culture grew out (B)(6). Treated with IV nafcillin and cephalexin but PICC line had to be replaced at a local hospital in (B)(6) from left arm to right arm due to blockage. Left pulse generator and wire extension to connector behind the ear was removed. Developed fever on (B)(6), went to local ER and discharged home after blood cultures were taken. Fever persisted and pt developed signs of sepsis, admitted to local ER and then transferred to bidmc-boston on (B)(6). Mr (B)(6) shows no cerebral infection. Blood cultures growing out clostridium and candida and the pt is significantly improved following sepsis treatment and treatment with fluconazole, linezolid, and penicillin. Second implant date: (B)(6) 2010.